Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing device with a 5.0 cm cuff was removed anda new system with a 4.0 cm cuff was implanted. There were no device malfunctions associated with the explanted device. The patient did not experience adverse events and was said to be recovering following the procedure.